Event description:
It was reported that a patient¿s symptoms were no longer controlled. Additional information received reported ¿not good pain relief.¿ it was noted that the device was removed 2013 (B)(6).

Manufacturer narrative:
Product ID 3550-39, lot# n297819, implanted: 2011 (B)(6); product type accessory product ID 3 888-45, lot# v799633, implanted: 2011 (B)(6); product type lead product ID 3888-45, lot# v799633, implanted: 2011 (B)(6); product type lead product ID 3888-45, lot# v799632, implanted: 2011 (B)(6); product type lead product ID 3888-45, lot# v742233, implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3888-45, lot# v799632, implanted: 2011 (B)(6); product type lead. (B)(4). Device analysis for the ins revealed no anomaly. Device analysis for anchor n297819 revealed no significant anomaly. The anchor was separated. Device analysis for lead v799633 revealed no significant anomaly. The distal end conductor was broken (overstress/damage). Device analysis for lead v799633 revealed no significant anomaly. The distal end conductor was broken (overstress/damage). Device analysis for lead v799632 revealed the body conductor was broken at the anchor site. Device analysis for lead v742233 revealed no significant anomaly. The distal end conductor was broken (overstress/damage). Device analysis for extension (B)(4) revealed no significant anomaly. The body was cut through, product segmented. Device analysis for extension (B)(4) revealed no significant anomaly. The body was cut through, product segmented.